Event description:
It was reported that there were low sensed r-waves with t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; partial lead in segments returned and analyzed. Blood was present in/on the helix mechanism. The distal conductor was observed to be distorted, the inner tubing and insulation was torn, there was an outer insulation breached cut, the outer insulation had a white substance, and there was apparent explant damage.